Manufacturer narrative:
The subject device was returned to sales company of olympus and sales company evaluated the device. Olympus as MFR received the result of the evaluation. The evaluation confirmed that the probe broke down. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. The exact cause of this issue cannot be conclusively determined. But based on the similar cases with the same model, olympus concluded that the reported event occurred since the surgeon activated the device while the probe had contact with something hard, like metal or hard tissue. The instruction manual of sonosurg mentions warning and caution.

Event description:
The subject device was used during an uncertain procedure. The probe of the device was broken. There was no patient injury reported.